Event description:
During an elective right atrial flutter procedure, no signals would display from the amplifier and the procedure was cancelled. The connections were verified and the system was rebooted with no resolution and the procedure was rescheduled for the same day. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
The reported communication issue was confirmed. The returned workmate claris amplifier was powered on but no communication was established with the test standard workmate claris computer. The single board computer (sbc) was temporarily replaced with a known good sbc board and successful communication was established with the test standard workmate claris computer and the amplifier performed within the factory specifications. The reported communication issue and subsequent procedure cancellation was due to a non-functional sbc board.